Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 medical device problem code type of investigation investigation findings component codes investigation conclusions h11. Nurse in the cicu called into emergency support program line to request support with an unable to update timing alarm he reported the art line was essentially flat they could not aspirate or flush esp personal explained the nature of the alarm and why the clotted lumen flat art line would trigger this informational alarm esp personal suggested they switch over to another ap source preferable a radial aline nurse reported that they would do that asap and thanked esp personal for the support.

Event description:
Na.

Event description:
User called into emergency support program line to request and report issue during use in which intra-aortic balloon (iab) was unable to monitor arterial waveform and unable to update timing alarm, unable to flush issue occurred. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).